Event description:
Boston scientific crm received information that the patient with this device was admitted to a hospital for cardiac arrest. The calling health care provider (hcp) and a boston scientific technical services consultant (ts) discussed that there were no episodes in the device logbook, and that the device was programmed to provide ventricular fibrillation (vf) therapy for rates beginning at 220 beats per minute. Ts discussed that the patient may have experienced a rate below the programmed therapy zone or the possibility of undersensing. Ts discussed the options of programming a monitor-only zone in addition to in-hospital monitoring for additional arrhythmia, and conducting defibrillation threshold testing to check the system's vf detection capabilities. A boston scientific field representative was not contacted to assist with the device/episode review; available information indicates the device remains in service.

Manufacturer narrative:
This report will be updated if additional information is received.